Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances on the right ventricular (rv) lead, measuring 6 ohms. It was noted that the rv lead has been stable measuring 30-40 ohms. Boston scientific technical services (ts) recommended to continue monitoring the patient and to consider isometrics, pocket manipulation, and serial impedances to evaluate when the patient is seen in the clinic. If further testing is required to consider max energy commanded shocks. The device and rv lead remain in service. No adverse patient effects were reported.